Event description:
An Impella 5.5 device was inserted via the right axillary artery in a 24 year-old male patient for cardiomyopathy. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient was also supported with extracorporeal membrane oxygenation (ECMO), with ECMO serving as the primary hemodynamic support device and the Impella being utilized for left ventricular venting. No additional patient medical history was reported.Following implantation, the Impella 5.5 device was secured and the sterile drapes were removed. Blood was then observed exiting from the red plug of the device, raising concern for device integrity. A decision was made to remove the Impella 5.5 device and exchange it for a second Impella 5.5 without any observed impact on the patient's hemodynamic status. No blood products or additional interventions were required. The patient survived the implant of the replacement Impella 5.5 device with no further adverse events reported.

Manufacturer narrative:
A6 is unknown.The Impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.